Event description:
It was reported that during a coronary drug eluting stenting procedure, a shaft fracture occurred. The physician was able to cross the lesion with the 2.50 x 24 mm taxus express2 drug eluting stent and then pulled back to dilate the lesion again. The tech was coiling the 'stent' and caused the shaft fracture outside the body. No pt complications were reported. It is unk how the procedure was completed. Pt status reported as "ok." Add'l info was requested, but not provided.

Manufacturer narrative:
.